Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient came to clinic after receiving shocks. In physician opinion the device did not classify one episode correctly and delivered inadequate therapy. Reprogramming was performed. Patient condition was good.